Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that the catheter (subject device) broke while it was being retracted during the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned and therefore the as reported cannot be confirmed. Therefore, the as reported will be assigned undeterminable as while there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that the catheter (subject device) broke while it was being retracted during the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.